Event description:
The customer contact reported that during testing at the user facility, the device touchscreen was non responsive. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility and found the device touchscreen was not responsive. The probable cause was due to the front bezel touchscreen, assembly. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.